Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the catheter information was not provided to maude. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a pericardial effusion was detected, leading to a drop in the patients blood pressure. The pericardial effusion was confirmed using the soundstar imaging catheter. Medical intervention included administering protamine and medications to stabilize blood pressure. The patient was last reported to be in stable condition upon discharged yesterday. The physician was uncertain about the cause of the injury. At the time of the event, the two non-boston scientific catheters present were the soundstar catheter and the octaray catheter. The carto 3 system was used solely for mapping. Information regarding the farawave catheter was not provided to maude. No further information is available.